Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, in an exoseal vascular closure device (vcd) survey the respondent # 6, manual pressure was used as there was only partial hemostasis with the vcd. There was no reported injury to the patient. The device will not be returned for evaluation.

Event description:
As reported, in a exoseal vascular closure device (vcd) survey the respondent # 6, manual pressure was used as there was only partial hemostasis with the vcd. There was no reported injury to the patient. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, in a exoseal vascular closure device (vcd) survey the respondent # 6, manual pressure was used as there was only partial hemostasis with the vcd. There was no reported injury to the patient. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "plug inability to achieve hemostasis" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.